Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock lead impedance out of range. The suspected cause is due to the patient physiology. The lead remains in service. No adverse patient effects were reported.